Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. When attempting to interrogate the device, an error message appeared, stating there was an erroneous parameter value. Programming changes were made. The patient did not experience any adverse events.